Manufacturer narrative:
A series of photos were shared by the customer, where the sample is connected to a slip tip syringe. However, no disconnection, damage, or anomalies were observed. One (1) used sample #ih-eh41811d was returned for evaluation. As received no physical damage or anomalies were observed. No syringe was returned for evaluation. The returned sample was connected with a new 3ml bd slip- tip syringe (provided by ICU medical) no anomalies, issues, or rebounding sensed were felt. Complaints of difficulty in assembling / inserting were not able to be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a chemosafe lock bag spike encountered a connection issue during patient use. The reporter stated, ¿connection error¿. The connector of the sample was closely checked, wherein no anomalies were confirmed. When connecting the sample to the returned syringe, the connection was successfully made and no detachment occurred. Moreover, the liquid flow was checked with the syringe filled with water, and no leakage or detachment was observed. Liquid flow was established. Actual sample was connected to the in-house threeway cock to check the airtightness. No leakage was observed when applying pressure of 50kpa for 15 seconds with the three-way cock occluded. Luer taper of the returned syringe was measured. The result was shown within the specification and no damage or deformation was observed. It was also mentioned that it was not detected before direct patient use. The event occurred when connecting to a syringe. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical/surgical intervention required. The device(s) were changed out/replaced with no further problems encountered. Same lot device samples and mating devices are not available for testing. Sample photos are provided showing the product connected to a syringe and a close-up of a portion of the product. There is 1 problematic device, and it is available for investigation. There was patient involvement but no patient harm.